Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt made a mistake of touch contamination (further details not provided). The pt was not hospitalized for the peritonitis. Dianeal therapy was ongoing throughout the peritonitis event. On an unknown date in same month the patient was treated with cephalosporin (unknown route, dose or frequency) and vancomycin (unknown route, dose or frequency). On an unreported date, the pt was re-trained in proper aseptic procedures for performing pd therapy. At the time of this report, the peritonitis was resolved, the pt was recovered and dianeal therapy was ongoing. Additional information was requested but is not available.